Event description:
On november 28, 2006, the lay user/patient contacted lifescan (lfs) affiliate alleging the one touch ultrasmart meter was giving inaccurately high readings. On november 29, 2006, the customer service representative (csr) spoke with the patient to obtain and verify information. On november 27, 2006, the patient obtained a pre-dinner blood glucose reading of 13.3 mmol/l (239 mg/dl) on the reported meter, which was higher than his expected values. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. The patient did not test his blood glucose level using any other device. Following this reading, the patient took 12 units novorapid insulin based on the meal and the meter reading. The patient then ate his dinner consisting of 40 carbohydrates. Two hours later, the patient experienced the symptoms of shaking and weak knees. While symptomatic, the patient obtained a blood glucose reading of 3.0 mmol/l (54 mg/dl). The patient administered self-treatment by eating an apple; he did not seek medical attention. Earlier that day, the patient obtained the blood glucose readings of 7.5 mmol/l (135 mg/dl) at 9:20 am, 5.3 mmol/l (95 mg/dl) at 12:43 pm, and 7.5 mmol/l (135 mg/dl) at 3:14 pm. The patient's expected blood glucose readings are 5 mmol/l (90 mg/dl) pre-meal, and 7.5 mmol/l (13.5 mg/dl) post-meal. The patient takes novorapid insulin throughout the day on a sliding scale based on meals and meter readings, and levemir insulin 30 units at bedtime. The customer service representative (csr) determined during the troubleshooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The csr also determined the patient had not washed his hands just prior to performing the fingerstick, which may lead to inaccurate readings. The meter, test strips, and control solution were replaced. The patient took an insulin dose based on the elevated meter reading, became hypoglycemic and rec'd treatment with food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.